Event description:
It was reported that during a generator change, low pacing lead impedance was observed. Two days post-implant, patient received an alert for lead noise. The lead was capped and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.